Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 130 mg/dl at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated they were unable to exit the preparing to prime loop. The customer stated that a rewind message occurred after an alarm. The customer stated that they were using manual injections. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump will need to be replaced. The customer declined to return the insulin pump for analysis.